Event description:
It was reported that the bd intima-ii IV catheter tubing clamp was defective. The following information was provided by the initial reporter: after the infusion was completed on (B)(6) 2023, the nurse sealed the patient's tube and clamped the clip of the indwelling needle. Afterwards, the nurse made a round and found that the patient's indwelling needle returned too much blood, exceeding the clip of the indwelling needle. So the indwelling needle was removed for the patient, and the site was replaced for re-puncture.

Manufacturer narrative:
H.6 investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2137566. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.